Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the delivery volume accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the customer's insulin pump may have over-delivered. The patient changed their set today and saw that there was no insulin left in the reservoir despite the status screen displaying 61.5 units remaining. The customer drank juice to treat the potential low blood glucose event. There were no leaks or smell of insulin. A self test was performed and passed. The displacement test passed as well. The patient's blood glucose during the call was 12.0 mmol/l. Further troubleshooting did not occur. No products were returned or replaced at this time.

Manufacturer narrative:
The insulin pump passed functional testing including self-test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or unexpected weak battery alarm noted. The test reservoir volume matches the units remaining in the insulin pump screen .the insulin pump were received with minor scratched display window, scratched case and a pillowing keypad overlay.